Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver came back with no data on it. The patient did not mention seeing any errors on it during use. No additional event or patient information is available. The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the customer complaint. A root cause could not be determined.